Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per biomed, the unit is displaying a "v" black line on filters 2 through 4 but goes away on 1 and 5. Believes this is not a probe related issue since the artifacts look different than a damaged probe crystal.